Event description:
A malfunction alarm was reported for the pump as it declared alarm 30 during pumping. The customer did not disclose whether their blood glucose level exceeded 500 mg/dl. The customer was unable to successfully load a new cartridge as the alarm recurred, and tandem technical support decided to replace the pump. The pump was under warranty, and the customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery. Additionally, the customer was guided on how to put the pump into storage mode before returning it with a pre-paid label within 10 days.